Event description:
Patient had severe tortuousity. During the procedure to implant to excluder bifurcated endoprosthesis, the clinician attempted to cannulate the contra gate but was unable to access the gate because of pt anatomy. The clinicain decided to perform an aorto-uni-iliac procedure. The pt status after the procedure was good. There was no allegation of product deficienty made by the clinician.